Event description:
The customer contacted ameda on (B)(6) 2015 reporting a gradual decrease in suction with the purely yours breast pump in the past week. This resulted in decreased milk output. Left mastitis symptoms began on (B)(6)2015. Customer spoke to her health care provider on (B)(6) 2015 and was started on a course of oral antibiotics.

Manufacturer narrative:
Customer was sent a replacement motor base on (B)(4) 2015 and was asked to return original motor base for eval to ameda. An (B)(4) return shipping label was provided for product return. Phone calls were made to customer on (B)(4) 2015 for return shipment of motor base. Email was sent to customer on (B)(4) 2015. Product has not been returned to ameda, inc., for eval.